Manufacturer narrative:
Tibial and femoral loosening was reported for patient with a unicondylar knee implant. The device was explanted and a cement spacer was put in place. The patient will be revised to a total knee implant system at a later date. Review of the device history record indicates that the device was manufactured to specification. It was reported that an anatomic defect on the patient's femoral condyle contributed to the failure.

Event description:
Tibial and femoral loosening was reported for patient with a unicondylar knee implant. The device was explanted and a cement spacer was put in place. The patient will be revised to a total knee implant system at a later date.